Manufacturer narrative:
Device evaluation: one 20039e sample from lot: 25035358 was received in open packaging for investigation, there was trace fluid in the device. The customer reported that they were "unable to exhaust". A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned sample was subjected to functional testing by priming and flushing using a 50ml bd plastipak syringes, no occlusion or restriction of flow was observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot: 25035358 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. Please note, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 20039e product in the past 12 months.

Event description:
It was reported that the bd alaris smartsite extension set had leakage. The following information was provided by the initial reporter: connector leakage.